Event description:
On (B)(6) 2010, patient reported she was changing her insulin cartridge tonight, successfully removed the empty cartridge and then saw the black plastic housing on the piston rod and the piston plate were cracked/broken and fell into her hand. Patient stated the infusion device had not been dropped on a hard surface within the past 48 hours. Patient reported she has had no difficulty with the insulin cartridge change process in the past and the plunger has not been stuck on the piston rod. Patient stated the piston rod has not been abnormally noisy during use and has been functioning as intended until today. Patient switched to her backup infusion device prior to the call. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.